Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient reported she started experiencing excruciating pain since her right hip surgery. She stated her pain medications do not assist with the pain. Patient would also like to know if her implants are part of recall.